Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patients implant got caught on a towel after showering, causing the implant to dislodge and subsequently fall out.